Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus. The customer stated that the device was exposed to a magnetic field as it was worn during an exam. The alarm has occurred twice in 30 days. The customer was able to complete the rewind sequence. Blood glucose value was 105 mg/dl. It was advised to discontinue the use of the device and revert to a back-up plan. The customer declined to get a replacement or send the product for analysis.